Manufacturer narrative:
(B)(4): physio-control replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and determined the cause of the failure to be a damaged wire harness for the p23 connector plug.

Event description:
It was reported that the device illuminated the service indication. Physio-control evaluated the device and found that it failed to detect the therapy cable connection. The device would not be able to provide defibrillation therapy in the observed condition. There was no pt use associated with the event.